Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the jaw was hard to open on a large hem-o-lok clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while loading the clip applier outside of the patient and prior to clip application. The team tried to use the clip applier before determining it was a true issue. Customer also stated the issue occurred while attempting to clamp on a tissue or vessel. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). The issue was related to unsuccessful clip application (e.g., incomplete closure of clip) and the clip opening after closure of the clip. The issue occurred on the 1st use with the subject clip applier. Customer used a backup to resolve the issue. The instrument was sent back to isi for analysis. No photo or videos available for review. No patient demographics available.